Event description:
It was reported that the patient received five inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD), three of which occurred on the same day. Troubleshooting revealed that upon the patient moving his arms, oversensing of noise was observed in all vectors. X-ray confirmed that the electrode had not moved since the implant. The physician was considering implantation of a transvenous system for the patient. The s-ICD remains in service.

Event description:
It was reported that the patient received five inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD), three of which occurred on the same day. Troubleshooting revealed that upon the patient moving his arms, oversensing of noise was observed in all vectors. X-ray confirmed that the electrode had not moved since the implant. The physician was considering implantation of a transvenous system for the patient. The s-ICD remains in service. It was additionally reported that technical services discussed programming options and that there was a change in the morphology of the patient's rhythm, with low r-wave and low r:t ratio. Possible p-wave and t-wave oversensing was also observed in a stored episode. Currently the s-ICD was programmed to the primary vector, with a good r-wave and r:t ratio. No adverse patient effects were reported. Additional information received indicated that the physician took immediate action elected to explant the s-ICD system and implant a transvenous system.

Event description:
It was reported that the patient received five inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD), three of which occurred on the same day. Troubleshooting revealed that upon the patient moving his arms, oversensing of noise was observed in all vectors. X-ray confirmed that the electrode had not moved since the implant. The physician was considering implantation of a transvenous system for the patient. The s-ICD remains in service. It was additionally reported that technical services discussed programming options and that there was a change in the morphology of the patient's rhythm, with low r-wave and low r:t ratio. Possible p-wave and t-wave oversensing was also observed in a stored episode. Currently the s-ICD was programmed to the primary vector, with a good r-wave and r:t ratio. No adverse patient effects were reported.